Event description:
A surgeon reported that poor cutting with the vitrectomy probe was experienced during a vitrectomy procedure. The problem was resolved after the probe was switched out and the procedure was completed with no impact to the pt.

Manufacturer narrative:
The 25 gauge probe has not yet been received for eval. Two (2) lot numbers, manufactured in nov 2011, were identified with the complaint. No abnormalities that could have contributed to the complaint issues were found during the device history record review. The product was released according to MFR's acceptance criteria. (B)(4).